Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was oversensing and exhibiting high impedance. Lead sensitivity was adjusted. The lead was later capped but not replaced. The patient was a participant in (B)(6) study. No patient complications have been reported as a result of this event.